Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with blank display due to moisture damaged electronic assembly. Also moisture damage motor and vibrator during visual inspection. Unable to perform operating current test, unexpected restart error test, displacement test due to blank display.

Event description:
It was reported that the insulin pump was exposed to fluid/moisture when the reservoir leaked insulin. The customer¿s blood glucose level was not provided at the time of the incident. The device was returned for analysis.